Manufacturer narrative:
H6 annex f correction: replaced 4625 with 4624. The oad was returned with a cut driveshaft and three cut sections of guide wire, two of which are engaged in the driveshaft sections. The driveshaft filars are stretched at the crown section. The damage is likely due to removal and troubleshooting attempts and is not considered a contributing factor in the reported complaint. The crown diameter met specification when measured. Review of the device data log identified the first spin was on medium and ended in a stall after 32 seconds. A second spin was attempted on low speed for 3 seconds which ended with bogs (drops in speed) and then stalled. It is possible that the stall events are related to the reported stuck device, although this is not confirmed. The cause of the stall events was unable to be determined. When tested, the oad functioned as intended. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
The crown of the diamondback 360 peripheral orbital atherectomy device was caught on tissue during treatment. A cutdown had to be performed to remove the oad. The patient was stable.